Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:.no defect was found. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hr time period; no unprogrammed boluses were delivered or recorded in the pump history during this time.. No hypersensitive keys were observed on the keypad. Review of the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump is faulty: boluses being given that they did not administer - the pump is administering the bolus' on its own and there are extra bolus records in the history. Blood glucose was between 40 and 70 mg/dl and the patient was pale, tired, and unsteady when walking or standing. Patient received no unusual treatment. This complaint is being reported as the discrepancy in bolus records was not resolved, and the patient experienced hypoglycemia.